Event description:
A doctor reported having difficulty in creating the main wound during surgery due to the knife cutting performance which resulted in longer tunnel length and significant wound leakage. The patient's wound site was reported to exhibit stromal edema at one day postop. Additional information has been requested. Additional information was received which clarified that no alteration of the procedure or additional patient treatment was required.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).